Event description:
Pt states that she noticed her forteo medication is disappearing quicker since beginning to use 31g 3/16 in (5mm) pen needles rather than 32g 5/2 in (4mm) pen needles. The pt thinks that while she was using the 4mm pen needles, she wasn't getting her full dose of forteo. Pt said she already discussed this with her doctor. Provided pt with MFR's phone number.